Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Event description:
It was reported that the post implant, the device header setscrew was found to not set properly. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.